Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) machine during initial drain (I-drain). The patient (pt) was connected at the time of the alarm. A baxter technical service representative (tsr) assisted the pt to cycle the power and clear the alarm, end the therapy and remove the cassette. The tsr assisted the pt to cycle the power again to restart the set up with new supplies. During troubleshooting it was found a clamp on an unused supply line was left open during the therapy. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. It was determined that clamp on an unused supply line was left open during therapy, which is a know cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was clarified that there was no use error reported during the event of alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. Should additional relevant information become available, a follow-up report will be submitted.